Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the physician discovered that the patient was not experiencing any benefits from his implantable cardioverter defibrillator because the left ventricle lead had been placed in the middle cardiac vein. As a result, the physician decided to reposition the lead. The lead was eventually capped and replaced on (B)(6) 2025. The patient was in stable condition.